Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number: 05912s2, frequency and expiration date unspecified). After an unspecified duration, the toothbrush snapped in use and consumer described it as a design error. The consumer also stated that the toothbrush was not firm. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number of the device was updated from 05912s2 to 05412sgh1. Sample was received on (B)(4) 2012. Based on visual inspection and analysis of received sample, the claimed toothbrush was broken. The tufts were deformed and scratches were noticed in the head area. The handle breakage was at the thinnest point of the handle. During the overbend test of validation, no toothbrush was broken. The handle area of breakage was the area of clamping during execution of the overbend test. Therefore this part of the handle did not get load with bend forces during the test. A change of the basic handle material has been validated and released. The claimed toothbrush has been manufactured according to the specification. No manufacturing error has been detected. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4), for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, lot number: 05912s2, frequency and expiration date unspecified). After an unspecified duration, the toothbrush snapped in use and consumer described it as a design error. The consumer also stated that the toothbrush was not firm. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.